Manufacturer narrative:
(B)(4). The guide wire and the separated tip were returned for evaluation. The shaft of the returned guide wire was fractured at approximately 135mm from the tip. The separated coil segment was helically deformed by friction. Microscopic observation of the shaft fracture revealed that fracture surfaces on both proximal and distal fracture sides were uneven like stairs. Numerous circumferential cracks (striation) were observed on the shaft surface. These findings indicated repeated bending stress had contributed to the fracture. Measurement of the shaft length of the returned guide wire and correspondence of fracture surfaces suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that pushing and pulling maneuver of the guide wire and vessel tortuosity likely caused bending stress to be accumulated on the shaft of the guide wire. When the accumulated bending stress exceeded the product's design limit, it made the core wire to fracture due to metal fatigue. Helical deformation found on the separated tip was likely occurred when the coils segment was rubbed by something as a concomitant device. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a pci to treat a severely tortuous stenosis in the rca # 4 pd. The guide wire was used in attempts to cross the lesion when it went subintimal space. A double-lumen catheter and another 0.014 inch guide wire were advanced parallel to the guide wire. The second guide wire successfully crossed the lesion so that the first guide wire was removed from the anatomy when it became stuck in the lesion. The stuck guide wire was removed with the double-lumen catheter; however, the tip of the guide wire became separated inside a guide catheter. After removing the tip, the procedure was resumed. The pci was successfully completed with successfully reestablished blood flow by performing poba. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.